Event description:
It was reported that during a da vinci total benign hysterectomy procedure the pk dissecting forceps instrument cable was noted to be broken upon insertion into the cannula under magnification of the davinci camera. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch up cable was broken at the distal clevis hub. The broken cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. Failure analysis also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were .028 - .094 in length and not aligned with the tube axis. The evidence was inconclusive, but damage was likely due to mishandling/misuse. No other damage was found. The endowrist instrument instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.